Event description:
While performing bench services for the device, a philips bench technician discovered that the front buttons were worn to the point that the labels were no longer visible (shock, print). There was no reported patient or user involvement and no adverse patient/user impact.